Manufacturer narrative:
The insulin pump passed the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm during testing. Device had cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end capsticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was alarming no delivery sometimes but then other times she would not get the alarm and her blood glucose would run high at 400 mg/dl. The customer had called before about no delivery alarms and has gone through the troubleshooting and was told the insulin pump is working as designed. Customer stated she had not been wearing the insulin pump since the first week of march and has been using syringes. Customer declined to troubleshoot again as she had done it in the past and also because the insulin pump was without a battery. Customer requested the insulin pump to be replaced. The insulin pump was replaced and returned for analysis.